Event description:
It was reported while using a cool flex catheter to perform an ablation procedure, leaking was noted from the handle of the catheter. Upon inspection, it was noted the irrigation port on the catheter was broken. There were no consequences to the pt.

Manufacturer narrative:
(B)(4). We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Based on the info provided to st jude medical, the cause for the reported event remains unk. Eval and review of the device history record was not possible as the lot number is unk.